Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in a study procedure, the subject experienced a ph1 hemorrhagic transformation stroke after mechanical thrombectomy, with a decline in nihss from 6 to 15. The patient had a medical history of atrial fibrillation, diabetes, and hypertension. Additional information received reported that the patient received concomitant treatment. No additional surgical procedure was noted. A hematoma ph1 was reported. The nihss score available was 6. This event is assessed by the sponsor as possibly related to the study procedure. Location of proximal face of clot 1: pre-procedure mtici score was 0 and final post-procedure mtici score was 3. Ancillary devices: balloon catheter merci 9f x 80cm, stent retriever trevo.

Event description:
Additional information received reported post revascularization bleeding complication with a causal relationship to the disease under study and study procedure. The event was life threatening and hospitalization was required. Nihss score was 7. The event resolved on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the react-68 was the only medtronic catheter. The causality assessment provided as: causal relationship to procedure; not related to devices; causal relationship to disease under study; not related to underlying condition or disease; the rationale for the relationship to system or procedure: post revascularization bleeding complication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the original clot location was the carotid t-l. Post-procedure 24 hour nihss was 21 and outcome of the event was not provided by the site yet. Nihss baseline was 6 and was 8 at discharge. There was prolongation of existing hospitalization and concomitant or additional treatment due to the adverse event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.